Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and not received. Continued: 5076-52 implantable pacing lead (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately ten months post the device system implant.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately ten months post the device system implant. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.